Event description:
It was reported that pump experienced malfunction alarm with code 12, and no events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer understood.